Event description:
It was reported the system stopped working; there was no image on the monitor, thus making the system unusable due to a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The service was tested and found to be working as intended and put back into service.